Event description:
Bayer case number: (B)(4). Unwanted pregnancy-essure, likely ectopic [ectopic pregnancy with intrauterine device]; unwanted pregnancy-essure [device ineffective]; pelvic pain [pelvic pain female]; migraines [migraine]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("unwanted pregnancy-essure, likely ectopic") in a 38 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unwanted pregnancy-essure" on (B)(6) 2024). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 31 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2015 she experienced pelvic pain ("pelvic pain"). On (B)(6) 2024 she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, migraine and pelvic pain to be related to essure administration. The reporter commented: (unwanted pregnancy) were the symptoms treated?: yes. (Pelvic pain) were the symptoms treated?: yes. (Migraines) were the symptoms treated?: yes. Continued problems due to this device implantation. Looking to have it removed. Recently had a pregnancy, likely ectopic. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) unwanted pregnancy-essure, likely ectopic [ectopic pregnancy with intrauterine device], unwanted pregnancy-essure [device ineffective], pelvic pain [pelvic pain female], migraines [migraine] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("unwanted pregnancy-essure, likely ectopic") in a 38-year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unwanted pregnancy-essure" on (B)(6) 2024). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 31 days after essure insertion, she experienced migraine ("migraines"). On (B)(6) 2015 she experienced pelvic pain ("pelvic pain"). On (B)(6)2024 she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and migraine had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, migraine and pelvic pain to be related to essure administration. The reporter commented: (unwanted pregnancy) were the symptoms treated? Yes (pelvic pain) were the symptoms treated? Yes (migraines) were the symptoms treated? Yes continued problems due to this device implantation. Looking to have it removed. Recently had a pregnancy, likely ectopic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.